Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced signal loss between the dexcom g7 sensor and the ilet, with the sensor initially paired only to the dexcom app rather than the ilet, leading to delayed cgm integration and elevated glucose readings until the sensor was correctly paired to the ilet and a new infusion set was placed. Symptoms included hyperglycemia with reported blood glucose values up to 360 mg/dl that improved to 306 mg/dl after corrective actions. Outcomes included no hospitalization and ongoing monitoring at a nursing facility. Investigation included remote troubleshooting, confirmation of correct sensor pairing to the ilet with the sensor code, and guidance on infusion set change to a steel cannula. Investigation of this case revealed user setup error resulting in cgm-to-ilet communication failure and subsequent hyperglycemia, with device function restored after proper pairing and site change. It was concluded, based on previously established findings for similar reports, that the cause was use error related to device setup and connectivity rather than a device malfunction.